Event description:
A malfunction was reported on the pump, with the customer noting at least three occurrences of the same issue on the device. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.